Event description:
On (B)(6) 2009, an informal claim and "litigation hold" was demanded for a potential lawsuit that may be filed against advanced infusion, inc., for injuries suffered as a result of the use of an advanced pain pump sys used on or about (B)(6) 2005. To date no lawsuit has been filed.